Event description:
Case description: investigation results: no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -further investigation updated. -final report updated. -imdrf codes updated. -investigation result updated. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2023: the relevant information regarding needle usage training, needle reusage, user of the device at the time of incident, batch number of defective needle are unavailable for complete assessment. The suspected device (novofine 8mm (30g) autocover) has not been returned to novo nordisk for evaluation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine 8mm (30g) autocover. H3 continued: evaluation summary no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle broke [needle issue]. Needle broke off in skin [injury associated with device]. Case description: this serious spontaneous regulatory authority case received via "bfarm (bundesinstitut für arzneimittel und medizinprodukte), deu" was reported by a medical doctor as "needle broke(needle broken)" with an unspecified onset date, "needle broke off in skin(needle stick/puncture)" with an unspecified onset date, and concerned a male patient who was treated with novofine 8mm (30g) autocover (needle) from unknown start date for "device therapy", patient's height, weight and body mass index was not reported medical history was not provided. On an unknown date, novofine autocover needle was broken in skin of the patient. Batch number :novofine 8mm (30g) autocover was requested. The outcome for the event "needle broke(needle broken)" was not reported. The outcome for the event "needle broke off in skin(needle stick/puncture)" was not reported. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples.